Event description:
After an ultrasound-guided placement of an i.v.c. Filter numerous x-rays failed to locate the filter that was to have deployed. The passage did not have a filter in the device. No harm to the patient but did require the surgeon to re-operate to assure proper placement of the device.